Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 17:19:41, on (B)(6) 2023 at 13:48:54, on (B)(6) 2023 at 13:26:31, and on (B)(6) 2023 at 12:39:27 and at 12:40:41 in which the motor start parameters were atypical. Log file analysis revealed thirteen (13) controller power-up with an associated pump start event was logged between (B)(6) 2022 at 21:08:44 and (B)(6) 2023 at 15:59:40. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the first two (2) and the last six (6) controller power ups were not available for analysis. Of note, review of the event log file revealed that the cont roller was not in use prior to the first controller power up event on (B)(6) 2022, indicating that the first power up events occurred during a controller exchange. The controller was without power for an average of fifteen (15) seconds for the other twelve (12) controller power up events. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. The most likely root cause of the first controller power up event can be attributed to the initial programming of the controller and a controller exchange. The most likely root cause of the remaining losses of power can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system product, including 1.0 or 2.0 for controller> d4: model #: 1420 /catalog #: 1420 / expiration date: 31-dec-2022 / serial (B)(6) UDI (B)(4) : mfg date: 20-dec-2021. H5: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A review of log file data revealed motor starts event with parameters outside of the typical range which was suggested to have been caused by the patient double disconnecting the power sources. The ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart. The vad and controller remain in use. No patient complications have been reported as a result of this event.